Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and replaced the cell rinse tube and gear pump head. He also performed adjustments to the sample and reagent probe rinses. He confirmed the module was performing according to specifications. Reagent issues were excluded as no further cases were reported, and correct reruns were performed with the same reagent. The cause of the event could not be determined. The investigation determined that the service actions resolved the issue. After the service, no further issues were reported by the customer.

Event description:
The initial reporter received questionable creatinine results from three patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: the initial result from the reported line was 23.8 umol/l. The repeat result from another line was 80.4 umol/l. The reporter stated that they discovered the questionable results during troubleshooting of qc issues, prompting the rerun of the patient samples on the other line.